Event description:
Related manufacturer report number 2017865-2022-49118. It was reported that loss of capture was noted on the right atrial (ra) lead and inadequate capture was noted on the right ventricular (rv) lead. A revision procedure was performed and blood loss was reported. The ra lead was explanted and the rv lead was capped and replaced to resolve the event. The patient was in stable condition.

Event description:
Additional information was received indicating the patient experienced hypotension. Intravenous catecholamine therapy and volume replacement were performed. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.